Manufacturer narrative:
This device has been explanted but we have not received the device back from the md.

Event description:
Right-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint #: (B)(4). The customer informed sientra that the device was discarded. No failure analysis could be performed. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.